Event description:
In 2007, it was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangio-pancreatography (ercp) procedure in 2008, (patient age and weight are unknown). According to the complainant, during the procedure, it was observed the device was not "bowing" adequately. In addition, the physician noted the autotome cutwire was not lifting enough. The physician successfully completed the procedure with this autotome rx sphincterotome. No patient complications were reported as a result of this event. The patient's condition was reported as "stable".

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Device not returned for analysis.